Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was damaged in a car accident, rendering the screen unusable and preventing the user from unlocking or operating the device; blood glucose measured by bgm was 120 mg/dl and was not affected. Symptoms included no injury and no glycemic symptoms. Outcomes included a replacement device being shipped and the user instructed to shut down the device, sync data to the mobile app, and return the damaged unit using a provided shipping label. Investigation included collection of event details and device return logistics. Investigation of this case revealed physical damage to the display consistent with impact from an external event, with no evidence of device malfunction affecting therapy. It was concluded that the event was due to accidental damage to the device screen and not related to device performance.